Manufacturer narrative:
The reported complaint was confirmed. Per troubleshooting by the subsidiary site service engineer (se), he cleaned the tachometer board and the pulley but the roller pump still had an intermittent problem with the display. Sometimes the roller pump has no display. The user facility has no plan to send it for repair as they already have a budget to purchase a new unit since it was more than 10 years old and is used only as a back up. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00230. Per troubleshooting by the subsidiary site service engineer (se): once he turned on the roller pump, set to 250 revolutions per minute (rpms) the pump worked normally, using 1/2 inch silastic tubing. After 15 minutes of running, the rpm reading was decreasing until it reached zero and the belt slip error message appeared on the roller pump, but based on the tachometer reading the rpm is still 250 rpms. Once the "belt slip" error appeared, the se turned off and on the roller pump and the rpm reading on the pump did not reach 250 rpms. The "belt slip" appeared right away, the se observed that when he adjusted the speed of roller pump, the monitor reading increased but it went back to zero value. The se already cleaned and checked the encoder wheel but still the "belt slip" message appeared. Manufacturer technical support (ts) advised the se to change the belt and clean the pulleys really well. You may want to look at the main bearing to see if there is any grease that might be coming off of it and wipe it off.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a "belt slip" error message on the sucker roller pump. The device was not changed out, as they continued to use the pump. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.